Manufacturer narrative:
Date sent: 09/18/2007. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy, the clips would not stay on tissue. Used a new one to complete the procedure. There was no patient consequence.